Manufacturer narrative:
This information was reported through (B)(4) study.

Event description:
The manufacturer was notified through (B)(4) study that patient who was implanted with mitroflow valve on (B)(6) 2015 had a murmur while he was in hospital after his avr and after three days, was found to have an increased gradient across the aortic valve on echocardiography possibly due to thrombus at the level of the bioprosthetic aortic valve. As his platelet count dropped more than 50% at the time to 56,000, patient was directed to thrombin inhibitor, argatroban, and fully anticoagulated. Patient's hit elisa test was negative and platlet count was recovered. It was therefore felt that the possible thrombus on the aortic valve could have caused by the low dose administration of factor 7 due to his intraoperative coagulopathy and as the inr was not therapeutic at the time of discharge, he will be treated once a day with a therapeutic sq dose of fondaparinux for an additional 5 days. 81/m with nyha ii lvef 60%, euroscore 3.26 with bicuspid aortic valve stenosis mean ao gradient of 43 mm hg, ascending aortic disease, trivial aortic regurgitation , in sinus rhythm.

Manufacturer narrative:
Patient was discharged from the hospital on (B)(6) 2015. Device remains implanted. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model dla23, s/n (B)(4), were pulled and reviewed by quality control at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model dl) mitroflow aortic pericardial heart valve at the time of manufacture and release. Device remains implanted.